Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir herniated. A surgical procedure was performed during which the device was explanted. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 1100711287, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4).